Event description:
It was reported that dr attempted to close with a 5f sheath using a 5f celt acd device. During the ejection step the device failed to eject the implant. The two wings of the implant were correctly deployed. In order to deal with the situation, the doctor then decided to pull the implant out of the patient while still attached to the delivery system. Dr then held manual pressure to achieve haemostasis. The patient developed a haematoma which was discovered in the post operative care area and this was managed with more manual pressure. The patient was subsequently discharged on the same day without further incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't find any other complaint with the same lot number. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).